Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip open during efaa could not be replicated in the testing environment due to the returned conditions of the device (actuator coupler was corroded and broken). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two triclip xtw clips were inserted and deployed on the tricuspid valve. To further reduce tr, a decision was made to implant a third clip. However, while preparing a triclip xtw, while establishing final arm angle (efaa), the clip continuously opened to 60 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. A new clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.